Event description:
Staff were transferring a patient back to bed from commode, using a sara plus lift when the inner belt strap broke. The patient was assisted to floor and a fall huddle was performed, preventing injury to the patient. The patient was lifted back into the bed using a hoyer lift. Staff did not observe any fraying or problems with the straps prior to the issue. Biomed checked the lift itself and determined there were no problems. The straps were replaced and it was put back into service. This could have resulted in serious injury to the patient. The vendor was notified.